Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced no delivery of insulin for an entire day. It was reported that the customer felt it leaking. It was reported that the customer declined help line assistance. No further information provided.